Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The patient underwent the surgery with g3 nail. After surgery, the surgeon confirmed the patient fractured under femoral head and the cut out. Therefore the patient underwent the revision surgery with bha. This case was presented at the 126nd central japan journal of orthopaedic surgery & traumatology.